Event description:
It was reported that the comb of the zimmer skin graft mesher was bent and that the ratchet required repair. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning 05/21/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were info that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/15/2011 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed that the comb was bent. Gnarling of the right end of the roller and minor wear to the roller gear was observed. It was also observed that the latching pins, ball detents and set screws were missing. Additionally, the ratchet pin was flipped. Improper handling by the user was most likely the cause for the bent comb and flipped sliding pin within the ratchet. Additionally, improper handling and lack of preventative maintenance most likely caused the damage to the roller, wear to the roller gear, as well as the wear and discoloration to the right hinge plate and shoulder bolt. The device was serviced and returned to the customer.